Event description:
On (B)(6)2014, 9 complaints were reported to lifecell by professor (B)(6) of (B)(6) after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient (B)(6). This female patient is a smoker with a bmi of (B)(6) and a history of radiation post mastectomy. On (B)(6) 2013, the patient underwent a unilateral (right) primary reconstruction (direct to implant) with a lifecell device receiving a 400 g implant. The patient experienced 3 months of post operative wound healing complications. The sequence of events are as follows: on (B)(6) 2013, the patient developed a wound healing disturbance; 1 diameter of the device was visible (probably at the inframammary fold); surgeon performed secondary suture. On (B)(6) 2013, the patient was diagnosed with a wound dehiscence and the device was again visible; no signs of infection. The surgeon performed vacuum dressing. On (B)(6) 2013, the patient experienced recurrent wound dehiscence. The surgeon performed an excision and coverage with transposition flap. On (B)(6) 2013, the patient continued to experience wound healing disturbance. The surgeon performed vacuum dressing and secondary suture. On (B)(6) 2013 (3 months post op), the patient experienced recurrent/chronic wound dehiscence and prolapsed prosthesis. The implant and the portions of nonincorporated device were explanted from the right breast. Histopathology revealed fat tissue necrosis (wound healing disturbance) with no specific inflammation. On (B)(6) 2014, the patient experienced recurrent wound healing disturbance. The surgeon performed secondary ablation with excision of skin and additional portions of the device.

Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00150 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains placed (axillary and subpectoral). Total volume drained: right breast - 270 ml. A deep wound swab culture revealed coagulase-(B)(6) staphylococci, no bacterial growth, staphylococci epidermidis.

Manufacturer narrative:
Method: review of information reported to lifecell, review of the device history record for lot s11285, review of the lifecell complaint management system. Results: investigation into lot s11285 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing with impact to product or patient safety. A query of the complaint management system on 9/4/2014 revealed no similar complaints against lot s11285. As of 9/16/2014, of the (B)(4) devices from lot s11285 released to finished goods, (B)(4) devices have been distributed, including (B)(4) devices reported as implanted. Lot s11285 met all qc release criteria. Conclusion: device not returned. Internal investigation resulted in no remarkable findings, including (B)(4) devices distributed with no similar complaints against lot s11285 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing with impact to product or patient safety. The physician attempted to manage the treatment with the device in place, but the continued wound healing complications lead to portions of unincorporated device being explanted. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the wound dehiscence with device exposure, based on the patient's condition and contributing factors which affect the patient's ability to heal and the internal investigation resulting in no remarkable findings, the events are unlikely related to the device. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to initial report. Explanted device discarded by physician .